Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was during the planned/non-emergency treatment. The treatment was completed by using wired footswitch.. The philips field service engineer (fse) examined the system onsite and confirmed that wireless footswitch was not working. Upon troubleshooting, fse found that base station was not compatible with the footswitch. To resolve the issue, fse replaced the base station. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless foot switch was not working. The system was in clinical use. No user or patient harm was reported. A philips field service engineer (fse) visited the site and replaced the wireless foot switch base station and was able to pair with the wireless foot switch. The device was returned to expected functionality.